Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient was unaware the pod's cannula dislodged from the infusion site. The patient was discharged from the hospital on (B)(6) 2025. Patient was instructed to follow up with endocrinologist prior to re-starting on the omnipod system. Additional information regarding the incident was solicited but was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone- data not available cloud - omnipod 5 software app version- data not available cloud - smartphone operating system- data not available cloud - smartphone hardware- data not available cloud - cgm sensor type- data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.